Event description:
Caller reports patient with consistent blood glucose results greater then 200 mg/dl obtained on the sensor system; insulin was administered based on the high blood glucose values. A blood glucose result of 12 mg/dl was obtained on a second meter, while a lab value of 4mg/dl was obtained. The timeframe between the reported blood glucose results is not known. Following the lab value, the patient was treated with glucose solution. Patient's current condition is not known. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in other country.